Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review performed by a healthcare professional of available medical records identified that the complaint was related to the procedure rather than the implants used. Therefore, no failure was identified with the reported devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth ¿ (B)(6). Concomitant medical products¿ persona cemented posterior stabilized femoral component right size 9 catalog #: 42500606602 lot #: 62786358, persona fixed bearing posterior stabilized articular surface right 10mm catalog #: 42521400910 lot #: 62064339, persona cemented posterior stabilized femoral component left size 11 catalog #: 42500607001 lot #: 62460028, persona cemented stemmed 5 degree tibial component left size g catalog #: 42532007901 lot #: 62655209, persona fixed bearing posterior stabilized articular surface left 10mm catalog #: 42521400110 lot #: 62485095. Report source ¿ foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2019-00046, 0002648920-2019-00099, 0001822565-2019-00637, 3007963827-2019-00047, 0002648920-2019-00100, 0002648920-2019-00101. Investigation incomplete.

Event description:
It was reported that immediately following bilateral knee arthroplasty, the patient was unable to urinate. A urinary catheter was placed, which resolved the issue. The catheter was removed prior to the patient being discharged and no additional patient consequences were reported.